Event description:
It was reported that device could not be interrogated. At replacement surgery high impedance was seen on lead resulting in full revision of vns system. Explanted product has not been received to date. No additional relevant information has been received to date.

Event description:
The explanted device was discarded.